Manufacturer narrative:
Other text: UDI section of d4 and g5 is unknown, no information available based on reported serial number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was not alarming for air. There has been no report of patient injury.

Event description:
Additional information received via email. The customer describes that "they set up the pump approximately at 6 p.m. On 14-jul-2023. Data from the pump shows that it was shut down at 5:45pm on 14-jul-2023. The error occurs on 16-jul-2023 approximately at 16:00. At this time the pump is not switched on. Item number: 21-2111-0300-12, serial number: (B)(6). Date shows: 14-jul-2023 17:52:06 opstart(start): software version 97-0582-040200-12; 14-jul-2023 17:57:00 reservoirvol. Changed from 6,2 ml til 50 ml. After 29h. Of treatment: (B)(6) 2023 23:10:52 counter for administered quantity (amount submitted) deleted from 168,95 ml. It appears that the continuous speed is too low". No adverse patient effects were reported by the customer.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing was unable to duplicate the reported issue. The pump was found to be functioning properly and delivering within specification. Service history review identified the complaint was not related to a previous service of the device within the review period. D3, g1, g2 email address: regulatory.responses@icumed.com